Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. However, analysis of the logs on the imaging system found that the motion controller for the gantry was loosing power. To ensure the reported issue again would not repeat, the system control board, power switching board and gantry motion controller were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect system control board and power switching board have been received by the manufacturer for evaluation. However, results are not available at this time. The suspect gantry motion controller has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not exit an e-stop. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect system control board and power switching board were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.